Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage as well as leak insulin. Customer's blood glucose value 120 mg/dl, 371 mg/dl and 58 mg/dl. The customer was assisted with troubleshooting. Customer stated that the reservoirs kept slipping, the blue part kept staying in and making the vial leak insulin. The device will not be returned for analysis.

Manufacturer narrative:
Evaluated 4 open/used reservoirs and transfer guards. Performed pre-fill reservoirs test per dop114-811 and es9041. Found no leakage anomaly during filling. Performed a visual inspection and found no physical or cosmetic damage. Also inspected reservoir and transfer guard sit properly onto vial.